Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air embolism. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During the leaflet insertion evaluation, air was observed in the ascending aorta. It was presumed that the air was introduced through the clip delivery system (cds) during operation of the gripper function. The patient was observed for a short period of time while under general anesthesia, and no adverse events were observed. The procedure was continued. One clip was implanted, reducing the mr to 1-2. Post procedure, the patient remained asymptomatic. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the air emboli could not be determined. Air emboli is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.